Event description:
Reporter indicated that high lead impedance readings were received for a vns pt at an office visit. It was unk what diagnostics test was performed, but the result was output status = limit, lead impedance = high, dcdc code = 7, eos = no. The vns was disabled and the pt was referred for a surgical consult. The pt had no known trauma. It was later reported the vns was functioning properly at the surgical consult and now no surgery is scheduled. Attempts for further info are in progress.